Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after noticing a leaking cartridge at the pneumatic tap. The customer's blood glucose level was not impacted. The contact reported the pump resume insulin delivery and a new cartridge was installed successfully.